Event description:
A us distributor contacted zoll to report that a patient developed a broken skin irritation under the lifevest equipment. Patient described the area as raw, infected, red, tender, and broken skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment and powder for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.